Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument associated with this complaint and completed its investigation. Failure analysis investigation confirmed the customer reported complaint tip of forcep noted to be broken in half.the instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.4735" x 0.1875" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grip tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of logs revealed the tip-up fenestrated grasper instrument associated with this event was last used in a left hemicolectomy procedure performed on (B)(6) 2022. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that the instrument broke but it was unknown if the breakage resulted in a fragment falling inside the patient during a da vinci assisted procedure. Failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that in central processing, the tip of the fenestrated grasper instrument was found to be broken in half. There was no report of patient involvement. Intuitive surgical, inc (isi) followed-up in an attempt to obtain additional information, including clarification if the instrument broke during cleaning. However; no further details have been received as of the date of this report.